Event description:
Prescribed dobutamine medication was not infused as prescribed due to infusion pump cassette malfunction. Microject cassette by sorenson medical had part of free flow clip still lodged in back of cassette. Had apparently broken off at time of use.